Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and no unexpected off no power, weak batt, bad batt, low battery, batt out limit and failed batt test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after a battery change. They changed the battery again but was getting nothing on the insulin pump. It was completely dead. The customer¿s blood glucose was 143 mg/dl. Troubleshooting was performed. The device was not bumped or dropped. The device had not been exposed to moisture. The battery compartment was neither damaged nor corroded. They were advised to insert a new battery but the display did not return. The device will be returned for analysis.